Event description:
Leica biosystems received a complaint regarding sub-optimal processing of skin, fatty tissue, lipoma and colon samples in approximately 20 of 54 cassettes, using peloris tissue processor. The complainant described the affected tissue samples as under-processed and difficult to section. A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant advised the fss that the tissue samples exhibiting sub-optimal processing reported had been processed using a seven (7) hour protocol. However, review of the instrument logs by the fss showed that the tissue samples exhibiting sub-optimal processing had actually been processed using a 1.5 hour protocol. On (B)(6) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Review of instrument log shows that at 20:10pm, on (B)(6) 2013, a user loaded the pre-selected "1.5 hour gi bx" protocol for the run in retort b, which was started at 20:10pm, on (B)(6) 2013, from which sub-optimal tissue processing was identified. The "1.5 hour gi bx" protocol would have been highlighted with a red outline on the gui because it was the previous protocol chosen for a run in retort a. Investigation of this complaint found that the instrument operated within specification during execution of the "1.5 hour gi bx" protocol started in retort b at 20:10pm, on (B)(6) 2013, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant was a use error involving selection of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, a user loaded a 1.5 hour protocol to process tissue samples which required processing using a seven (7) hour protocol, in error. Section 8.2.1 of the leica peloris/peloris 11 tissue processor user manual, tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.